Manufacturer narrative:
There is no further information available to report at this time. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that ice built up on the shaft of a cryoablation needle. One of three icerod needles used for a cryoablation procedure developed frost on the needle shaft five minutes into the first freeze cycle. The ice was visible from the needle handle to where the shaft meets the patient's skin. A glove filled with warm saline was placed around the needle shaft, and saline was aspirated onto the needle to prevent frosting. The treatment was completed successfully using all three needles. No patient complications or injury was reported.